Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr 2.25x24mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut rows 1, 2 and 3 on the proximal end of stent were deformed; lifted, stretched and pulled in a distal direction. The undamaged section of the crimped stent od (outer diameter) measured and is within the maximum crimped stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24x2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24x2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.